Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during the knee surgery, the blade jammed and remained stuck in the raised position as soon as the trigger was actuated - from the moment of the initial actuation until the end of the procedure. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery.